Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead appeared fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil was fractured. The outer insulation and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a complete occlusion of the left subclavian system by venography and during the attempted explant of the lead there was difficulty removing the lead due to a right hemothorax.